Event description:
A patient reports 'poor vision' following unilateral intraocular lens implant surgery in the left eye. Fellow eye is phakic. During the early post-op period, this patient's vision was 'smoky' and a yag was performed. The yag helped with the smokiness, but his vison was still foggy. The patient was referred to a retinal specialist who determined the retina was swollen and steroids were injected in the eye. The patient was then referred by the retinal specialist to a third surgeon who determined the patient now had astigmatism and a lasik treatment was performed. The patient stated, his vision is still not clear and can't be corrected with spectacles. A completed questionnaire was sent to the initial surgeon. She indicated the outcome of the event is good.

Manufacturer narrative:
Evaluation summary: the complaint device remains implanted and is not available for evaluation. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product. This report was mailed to the FDA on: 12/19/2007.